Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Insulin pump received with cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not functional because it was knocked off accidentally and was dropped in the toilet. The customer¿s blood glucose level was 389 mg/dl. The customer has taken manual shots to address high blood glucose levels. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.